Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly taxus express2 batch # 8251886 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.

Event description:
Clinical trial. It was reported that post index procedure, the pt had a sent thrombosis. The index procedure treated a lesion in the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 13 mm long and 80% stenosed. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 stent. Residual stenosis was 10%. The pt received bivalirudin during the procedure. The pt was discharged 4 days later on aspirin, plavix, beta blockers, ace inhibitors, and statins. On day 357, the pt presented with unstable resting angina. ECG showed changes. Angiography showed in-stent thrombosis in the proximal lad stent and distal edge stenosis in the mid lad. The pt had stopped plavix one week ago. Balloon angioplasty was successful and the pt was discharged 2 days later in "ok" condition.